Event description:
It was reported that the ilet pump generated alert 38 for consecutive stalled motor events despite multiple restarts, including a dry run with supplies removed, and the user transitioned to subcutaneous insulin via pen as backup therapy, indicating a mechanical problem. Symptoms included hyperglycemia reaching 249 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with stalled motor behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.